Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 30 mg/dl; due to customer incorrectly programming their settings. Customer attempted to self-treat by consuming carbohydrates; however was treated intravenously with fluids of saline and insulin at the ER. Customer was released with issue resolved. The customer declined systems check with tandem as customer knew the cause.

Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.